Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted the mesh had a grayish discoloration with some chronically infected looking material around the mesh. The abdominal wall was excised laterally in both directions, including the mesh and fascia and adhesions were taken down. It was reported that the patient underwent periumbilical hernia repair surgery on (B)(6) 2019 during which the surgeon noted removal of a previously placed mesh noted, postoperatively, to be two synthetic fragments of material. It was reported that the patient experienced severe pain, infection, abscess, seroma, multiple revisions, adhesions, nausea, inflammation, chronic draining sinuses, cellulitis, stress and anxiety. No additional information was provided.